Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Email address was not provided.

Event description:
Doctor reported the mount does not disengage from the implant.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsv4b10) and mount were returned for investigation. Visual evaluation of the as returned products identified that they were engaged and there was bone residue around the external threads due to usage. Functional testing was performed to disengage the products. They couldn¿t release from each other and were determined to be stuck. The device history record (DHR) was not available electronically for the subject lot number (1239884). Therefore, it could not be further reviewed at the time of the investigation. A notification has been sent to manufacturing to request the DHR for review. The pce will be reopened and updated if there is any indication of nonconformance, or any possible manufacturing issue related to the reported event. Complaint history review was performed for the reported lot (1239884) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.